Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead 50cm. Model #: sc-4316, lot #: 17964919, description: next generation anchor kit sterile. The explanted devices were not returned to bsn for analysis.

Event description:
A report was received that the patient was involved in a motor vehicle accident and passed away from his injuries. The program usage log shows that stimulation was off on (B)(6). The ipg shows no signs of issues and operated as expected.